Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. However, it is likely that the malfunction occurred due to a high-energy treatment tool (such as a high-frequency device) was used without maintaining an adequate distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope had a burn on the plastic distal end cover. There was no patient involvement.